Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus as a result of a defective row board cable. A field service engineer removed the cubies and cleaned the drawers. Following this, the engineer cleaned and properly reseated the cables and connections inside the drawers. The cubie was then reinstalled, and it was confirmed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the auxiliary drawers 2.1 and 2.2 were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.